Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had been experiencing palpitations and dizziness. Upon device data review, over-sensed noisy signals resulting in pacing inhibition from a competitor's right ventricular (rv) lead were observed. The patient was seen in-clinic where provocative maneuvers were performed and the pacing inhibition was reproducible. Furthermore, provocative maneuvers demonstrated abrupt changes in the minute ventilation (mv) sensor signal driven rate. The physician had attempted several programming options in the past to prevent changes in the rate response feature, but was unsuccessful. The physician elected to surgically explant this device and upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) to resolve the event. The patient was stable with no additional adverse consequences. The device has been subsequently received for analysis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient had been experiencing palpitations and dizziness. Upon device data review, over-sensed noisy signals resulting in pacing inhibition from a competitor's right ventricular (rv) lead were observed. The patient was seen in-clinic where provocative maneuvers were performed and the pacing inhibition was reproducible. Furthermore, provocative maneuvers demonstrated abrupt changes in the minute ventilation (mv) sensor signal driven rate. The physician had attempted several programming options in the past to prevent changes in the rate response feature, but was unsuccessful. The physician elected to surgically explant this device and upgrade the patient to a cardiac resynchronization therapy defibrillator (crt-d) to resolve the event. The device is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences.